Event description:
During a shoulder subacromial decompression using a super turbovac 90 wand with integrated finger switches, the screen of the wand detached and was left in the pt. No treatment was administered to the pt. The doctor decided not to perform any additional surgery to remove the piece and the piece will be left in the shoulder. To date, no adverse effect to the pt has been reported.

Manufacturer narrative:
The device is returning for investigation. A follow up report will be provided once the lot history record review and investigation are completed.